Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
A nurse for the customer called in to report a hospitalization due to high blood glucose levels and wanted to troubleshoot to rule out the insulin pump as the cause. The customer's blood glucose level was 385 mg/dl at time of admission and 358 mg/dl at time of call. The customer's symptoms included nausea, vomiting, abdominal pain, and difficulty breathing. It was reported that the customer had fallen and could not drive prior to admission. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was high blood glucose levels. The caller was unable to troubleshoot further since the customer did not have extra infusion sets. The caller was advised to call back when they could troubleshoot. The product was not replaced or returned for analysis.